Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Related manufacturer reference number: 1627487-2019-07403 replaces related manufacturer reference number: 1627487-2019-07404.

Event description:
Related manufacturer reference number: 1627487-2019-07403.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event and patient information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2019-07402, related manufacturer reference number: 1627487-2019-07404. It was reported the patient experienced ineffective therapy. Patient indicated the drg system never provided effective therapy and sometimes stimulation hurt. Reportedly the drg system was removed. There is no additional information at this time.